Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 400 mg/dl. High bg cause was unknown. Customer gave a bolus via the pump to address bg. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin and was transferred to another hospital for endoscopy and urinary tract infection, diabetic ketoacidosis. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.